Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of purulent drainage was noted. The physician believed that the infection was not procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure.